Event description:
The patient was undergoing a thrombectomy procedure in the basilar/vertebral artery using a benchmark bmx96 access system (bmx96), a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician attempted to gain femoral access using the bmx96; however, femoral access was not possible. Therefore, the physician decided to use radial approach using the bmx96. It was reported that the radial artery of the patient was tight and would only accommodate the bmx96 up to the brachial artery segment. The physician then advanced the non-penumbra aspiration catheter over the guidewire and the velocity through the bmx96 to the vertebral artery; however, the aspiration catheter had reached the hub of the bmx96 at this point and would not advance further to the target vessel.  The physician could not treat the stroke due to a lack of length in the system, and therefore, the velocity, aspiration catheter and guidewire were removed. The physician then inserted a different guidewire to remove the bmx96. While attempting to remove the bmx96, the physician experienced resistance and broke the bmx96 near the mid-shaft. It was reported that the bmx96 was tight in the vessel. The patient was subsequently transferred to the operating room and part of the bmx96 in the brachial artery was surgically removed; however, part of the bmx96 in the radial artery could not be removed and the vessel became occluded. The procedure ended at this point. It was reported that the patient have a patent ulnar artery that is still supplying blood to the hand.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section h. Box 6. Conclusions code 1 & 2 h3 other text : placeholder